Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17oct2019. The service engineer (se) inspected the device. The se tried to calibrate touch screen and would not calibrate. The se replaced the touchscreen to address the reported issue.

Event description:
It was reported that the ventilators touch screen would not calibrate. There was no patient involvement.